Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to unknown product performance issue. No additional adverse patient effects were reported.